Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3014334038-2022-00068 a facility reported a cerelink microsensor was placed in the left side of the brain in a (B)(6) patient with traumatic brain injury. The reading went to -10, then the cerelink monitor alarmed "sensor failure", then went to "sensor /cable failure". The cables and monitor were replaced; however, it was still reading a negative icp. Then the sensor was replaced and placed in the right side of the brain with a new cerelink monitor and the sensor was working as intended.

Manufacturer narrative:
The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product 826850 for lot 5007651 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter, or connector. Cerelink monitor reading was acceptable; icp express passed with reading 498. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a.

Manufacturer narrative:
Additional information received: sensor implant date: (B)(6) 2022. Sensor explant date: unknown, but no later than (B)(6) 2022. What was the initial reading? Unknown. Patient current condition. Remains in pediatric ICU ¿ used 2nd cerelink icp sensor for 3 days.

Event description:
N/a.

Manufacturer narrative:
Additional information received: implant location: parenchymal did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) After. A. Was a movement assistance device used? If yes, please specify. Unknown. B. Amount of time between patient movement and failure event. Was working in operating room, but read negative and had error message in ICU. C. Was the microsensor disconnected from the cerelink monitor during each phase of transport? Unknown. D. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: unknown. What was the icp waveform quality before the ¿event¿? Unknown. What is the current mean icp? N/a, placed second sensor opposite side of brain and stopped monitoring sensor in question. What is the icp waveform quality after the ¿event¿? Unknown. When the failure occurred, was the cerelink monitor plugged into the wall? Unknown. When the failure occurred, was the cerelink monitor connected to a patient monitor? Unknown. A. Does the icp value on cerelink match the icp value on the patient monitor? Unknown. When the failure occurred, where was the cerelink monitor positioned? Unknown. List all devices being used close to the cerelink monitor: unknown. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify unknown. Were bipolar or monopolar forceps used while the sensor was plugged in? Unknown. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care. Unknown. Describe the quality of the insertion. Unknown.

Event description:
N/a.